Manufacturer narrative:
The reported event occurred on a cobas e411 disk analyzer (serial number: 1308-18). The investigation determined that the elecsys anti-hcv ii assay performed within specifications, and no general reagent issue was identified. A review of calibration and quality control data confirmed that all results were within the expected ranges. However, it was noted that the customer initially used an expired precicontrol lot, which is not recommended. The root cause was attributed to a single false positive result, which is covered by the assay's specificity claim. The customer followed the recommendations outlined in the method sheet, including retesting and confirmatory testing. The sample was ultimately classified as false positive for the elecsys anti-hcv ii assay. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant reactive result for a patient sample tested with the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas e411 disk. On (B)(6) 2024, the sample generated a result of 196 coi (reactive), which was rerun and yielded 191.3 coi (reactive). On (B)(6) 2024, testing with the cobas 6800 hcv rna kit indicated that the target was not detected (non-reactive). On (B)(6) 2024, the sample was retested and generated a result of 190.1 coi (reactive). On (B)(6) 2024, testing on an abbott instrument yielded a result of 0.74 coi (non-reactive). On (B)(6) 2024, the sample was tested on the cobas e411 disk and generated results of 180.6 coi (reactive) using a gel sst sample and 184.8 coi (reactive) using a non-gel serum sample. Testing on the cobas e801 analyzer yielded a result of 221 coi (reactive). Additionally, testing with the elecsys hcv duo assay produced results of 0.438 coi for hcv antigen (non-reactive) and 62.2 coi for hcv antibody (reactive).